Manufacturer narrative:
(B)(4). Device received with high active and sleep currents due to corroded power board. Corroded battery tube noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 152 mg/dl. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated the battery cap not loose, cracked or damaged. The customer stated the battery was not previously used. This was the second occurrence of replace battery alert with a low battery warning. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.